Event description:
It was reported that the patient underwent a spinal surgical procedure to treat scoliosis. 2 months post-op the patient returned to the hospital for a wound that was not healing. Upon exploration, the surgeon discovered a small rod fragment in the wound near the distal end of the rod. The existing rod/screw construct appeared to be intact. It was discovered that this rod fragment was also in the final a/p xray before the patient left the room on the day of the initial surgery. There were patient complications, granulation around retained fragment, no sign of infection, but wound was not healing. The patient underwent a revision surgery, debridement and removal of retained fragment. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.